Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the user experienced resistance when filling multiple cartridges. The user was able to successfully fill a cartridge and resume insulin delivery. There was no impact to the user¿s blood glucose level.